Manufacturer narrative:
(B)(4). The customer advised that they have retired the device from service and will be not be seeking repair options. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that the device was showing all three icons (attention, service wrench and charge-pak) and would not power on. There was no patient use associated with the reported failure.